Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) failure to follow steps/instructions - per instructions for use: the pre-close technique using at least 2 devices must be used when closing sheath sizes from 8.5f to 21f. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch manufacturing report.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery using the preclose technique prior to a "large hole" interventional procedure. The arteriotomy was 6fr and during the aaa procedure, the sheath was upsized to 16fr. Reportedly, one proglide was successfully place using the preclose technique. A second proglide device was attempted; however, a needle to cuff miss occurred. A third proglide device was successfully placed using the preclose technique. Following the interventional procedure, when closing the artery, the sutures of the first proglide device were successfully tightened and trimmed. When the rail suture of the third proglide device was pulled, it broke with "vessel wall tissue". The wound was bleeding because the guide wire was removed. The vessel was closed with the suture of the first proglide device placed. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefor,e a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.